Manufacturer narrative:
The investigation determined that a non-reproducible, higher than expected vitros tropi es result was obtained from a patient sample when processed on a vitros eciq immunodiagnostics system. The investigation determined the assignable cause of this event was instrument related. The field engineer completed well wash alignments and replaced the aspirate tubing with the appropriate size. Following completion of service actions and necessary post-service adjustments, acceptable vitros tropi es precision results were observed indicating that the vitros eciq system was returned to its expected performance. The investigation determined that the assignable cause of this event is instrument related.

Event description:
The customer obtained a non-reproducible, higher than expected, vitros tropi es result from a patient sample tested using a vitros eciq immunodiagnostics system. Patient sample 1 result of 0.064 ng/ml vs. The expected result of <0.012 ng/ml. Biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The higher than expected, non-reproducible tropi es result obtained from patient sample 1 was reported outside of the laboratory; however, a corrected report was subsequently issued . There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).